Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report erroneous calcium (ca), carbon dioxide (co2) results that were obtained on a patient sample on the dimension vista 1500 instrument. Quality controls (qcs) recovered out of ranges on the day of the event. This MDR is being filed in an abundance of caution as the customer did not provide patient data. The customer replaced the aliquot probe due to gel contamination, ran diagnostics that passed, and ran quality controls (qcs), which recovered within ranges. Siemens further evaluated the event and determined the probe contributed to the erroneous ca and co2 patient results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported erroneous calcium (ca) and carbon dioxide (co2) results were obtained on a patient sample on the dimension vista 1500 instrument. The initial results were reported to the physician. The sample was repeated on an alternate dimension vista instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous ca and co2 results.